Manufacturer narrative:
H.6: code c20: a review of manufacturing records could not be verified as the lot/serial number involved in this complaint was unknown. H.6: code b20: device remains implanted and therefore not available for direct analysis. H.6: code d12: according to the gore® excluder® aaa endoprosthesis instructions for use (IFU), potential device or procedure-related adverse events that may occur and/or require intervention include, but are not limited to, endoleak and device/native vessel obstruction and, or occlusion. Improper component placement, and component migration. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on an unknown date in april 2020, this patient underwent an emergency endovascular treatment using gore® excluder® aaa endoprosthesis for imminent rupture of abdominal aortic aneurysm. On an unknown date, at follow-up, it was suggested that migration of proximal portion, and distal type I endoleak of the right limb. Reintervention was determined. On (B)(6) 2023, the patient underwent reintervention. Angiography confirmed proximal type I or type ii endoleak due to the migration, and right distal type I endoleak. Enlargements of the aneurysm were observed on the proximal and right distal sides. Additional stent grafts were deployed on the proximal side and the right distal side. Endoleaks were resolved. Reportedly, the right limb became narrow due to tortuosity, but there weren¿t problems with blood flow. The physician stated as follows. There were no problems for a while, including the day of initial procedure.